Event description:
Pdc received a call on (B)(4) 2013, reporting a medical intervention that occurred on (B)(6) 2013, at 12:15pm. Patient (mw) stated that at time of the event she was unable to hear, unresponsive and needed assistance walking. The reading on the prodigy meter at the time of the event was 91 mg/dl. Patient drank about one swallow of (B)(4) before being transported to emergency room. Patient's son transported her to the emergency room. Patient arrived at emergency room approximately 15-20 minutes later. Blood glucose test reading at emergency room 120 mg/dl. Patient was at hospital 3 hours. Prior to release patient's glucose reading was 127 mg/dl. Pdc sent replacement and prepaid envelope requesting return of suspect device.